Event description:
Ous MDR ¿ this ICD could not be interrogated. It was suggested to try placing the pgh wand in different locations, but without success. Then the ICD 3000 was used where there was no pacing seen and the frequency was around 40 bpm. An attempt to reset the ICD was unsuccessful. The next day the patient was seen again and this time the renamic was used and the patient was moved out of their hospital room, but that was also not successful.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The visual inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. At the same location signs of abrasion were visible. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not interrogatable. Next, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.